Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The customer reported that the cannula was missing from the sensor. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. No broken or missing parts were observed during analysis. Found the sensor whole.